Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred due to a bent cannula. Customer¿s blood glucose was approximately 600 mg/dl. Customer changed the infusion set site and resumed insulin delivery to address the issue. Customer did not respond to multiple contact attempts from tandem technical support to obtain additional information. .